Manufacturer narrative:
Insulin pump stuck at count up screen (frozen screen) then constant tone alarm, problem isolated to mother board. Insulin pump had minor scratched display window. (B)(4).

Event description:
Customer's nurse reported via phone call that the insulin pump was giving out a squealing tone and the customer was unable to stop it. Customer's blood glucose was 197 mg/dl. The constant tone could not be clear with removing and reinserting the battery. Customer reported the device was stuck on the startup screen. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.